Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Resistance and pressure tests were completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. Inspection of the lead noted blood/body fluid in the lumens. Additionally, an unknown flushing tool/wire guide was returned on the lead terminal pin. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
Boston scientific received information that this lead was an attempted implant. No sensing or capture was observed through this lead. The procedure was completed using an alternate lead. No adverse patient effects were reported.